Event description:
The customer reported to vyaire medical that the bellavista 1000 had a 401 - inspiration valve or device leaky and 316 - blower failure error while on patient. Furthermore, there was no patient harm reported but the patient was transferred to another ventilator.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Results of investigation: vyaire medical was able to confirm the issue. Root cause of failure was determined due to the extremely fine salt within the facilities environment entered the system and into the blower assembly and inspiration valve, causing a build-up of debris which in-turn caused resistance to the blower rotation. This inturn causes the blower driver fet's on the main electronics damage due to overheating. No CAPA to be opened at this time as failure rate is low so far. Track & trend. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.